Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report a button error alarm and a keypad anomaly that happened while riding a dirt bike. The customer's blood glucose level was 437 mg/dl. It is unknown how the customer treated. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms noted during testing. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.